Event description:
A 6f angio-seal sts plus device was used to seal the femoral arteriotomy site post percutaneous procedure. The patient experienced leg pain and numbness. A doppler ultrasound was performed and revealed distal pulses in the leg were absent. Peripheral vascular disease was also noted in the common femoral artery. The patient underwent surgical exploration and revascularization. The surgeon stated collagen was present in the artery. The patient was recovering.